Event description:
It was reported while using a unspecified bd tubing sets air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: clinicians also noted ail with lipid infusions describing the air as ¿large gaps¿ in the tubing which would trigger many ail alarms.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a unspecified bd tubing sets air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: clinicians also noted ail with lipid infusions describing the air as ¿large gaps¿ in the tubing which would trigger many ail alarms.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that, "air as ¿large gaps¿ in the tubing which would trigger many ail alarms." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.